Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduld for nov 6') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced insomnia ("insomnia") and depression ("depression") and was found to have weight decreased ("weight loss "). The patient was treated with melatonin, zolpidem tartrate (ambien) and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight decreased and depression outcome was unknown and the insomnia had resolved. The reporter considered depression, insomnia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media report received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for nov 6') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced insomnia ("insomnia") and depression ("depression") and was found to have weight decreased ("weight loss "). The patient was treated with melatonin, zolpidem tartrate (ambien) and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight decreased and depression outcome was unknown and the insomnia had resolved. The reporter considered depression, insomnia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event weight loss and depression added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduld for (B)(6)) in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced insomnia ("insomnia"), depression ("depression") and amnesia ("memoty loss? Short or long: yes ") and was found to have weight decreased ("weight loss "). The patient was treated with melatonin, zolpidem tartrate (ambien) and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight decreased and depression outcome was unknown and the insomnia had resolved. The reporter considered amnesia, depression, insomnia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: memory loss? Short or long: yes. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced insomnia ("insomnia"). The patient was treated with melatonin, zolpidem tartrate (ambien) and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the insomnia had resolved. The reporter considered insomnia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: serious incident event medical device removal was added and case is upgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.